Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00265 on 20-october-2023. Additional information 27-december-2023: siemens evaluated this issue and provided the following conclusion: the customer observed a discordant patient result with immulite 2000 troponin I kit lot 323. Annual service was recently performed on the customer's instrument, and all maintenance is up to date. The system was decontaminated and the water test is acceptable. All other tests on the system show no problems regarding repeatability. Instrument files were reviewed for samples that showed inconsistencies in repetitive testing, but the results were inconclusive because the sample was moved to a different location so there was not a repetitive sample from the same tube in the same location. Reagent level sensing did not show any issue. The instrument error log does not show system wide issues that could attribute to the discordant replicates. Siemens ran a 5-day analysis of variance (anova) precision study with three patient samples and quality controls (qc). All qc was within expected limits. No imprecision was observed on the adjustments or qc. The precision study was reviewed versus the instructions for use (IFU) representative data for precision and versus the design input requirement (dir) for within-run (intra-assay) precision. For one of the three patient samples, at a dose of 10.5 ng/ml, the within-run precision was outside the expected range per the IFU but it was within the dir. The other two patient samples were within both the IFU and dir. All other parameters for the three patient samples were within the expected range. Immulite 2000 troponin I kit lot 323 is meeting dir (intra-assay precision). The immulite 2000 troponin I kit lot 323 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The customer has moved on to a newer kit lot and is satisfied with the performance. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report discordant troponin I results that were obtained on a patient sample on an immulite 2000 xpi instrument. Quality controls (qcs) recovered within ranges on the day of the event. During multiple adjustments, individual replicates of low adjustor and/or high adjustor have been observed to have abnormally high cps values. The limitations section of the immulite 2000 troponin I instructions for use (IFU) states: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating this ous product (catalog number 10381034, as listed in d4) is associated with similar product in the united states: catalog number 10642239 / premarket approval (PMA)# k983972.

Event description:
A discordant troponin I result was obtained on a patient sample on an immulite 2000 xpi instrument. The initial discordant result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin I results.